Event description:
The rptr did back to back (rapid succession) blood glucose tests, using separate fingersticks. Results were 206 and 153 mg/dl. Rptr did not have any symptoms. Control solution testing could not be done due to unavailability of supplies. No harm was alleged. Followup attempts to contact the rptr have not been successful.